Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearing dissociated from humeral tray approximately 2 weeks post op. Patient dislocated, surgeon attempted closed reduction; however, it was no successful. The patient had to revise the patient. During the revision, the surgeon discovered the bearing was dissociated from the humeral tray. The surgeon removed the polyethylene bearing and tray and reimplanted a +3 retentive bearing and humeral tray. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6; h11. The reported event could not be confirmed due to lack of information. Medical records were not provided. Visual examination of the returned product identified bearing 110031418 lot number 67039555 was returned for review against complaint. Device exhibits signs of use (dings, scratches, and surface marring). Mini tray item number 110031400 lot number 64468383 was returned for review against complaint. Product exhibits signs of use (surface marring). The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported items and no additional related complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.